Event description:
It was reported that after post-dilating a stent in an svg to the rca, the balloon catheter would not completely deflate. The vessel diameter was approximately 5.5 and the balloon catheter was 5.0. The balloon catheter was easily removed partially inflated. Reportedly, there was no pt injury.